Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was not turning on. The pt indicated that the alleged meter issue started around the week of eight days earlier. The pt reportedly had symptoms of sweating, but it is not known if the symptoms developed before or after the reported meter issue started. As a result of the alleged meter issue, the pt took a decreased dose of glucophage medication. At one point during the time of concern, the pt was able to test her blood glucose on her daughter's unidentified meter and a result of "297 or 298 mg/dl" was obtained. It is not known what date/time the result was obtained. It would have been helpful to know the following info: when the pt's symptoms developed, if the symptoms got better or worse after taking a decreased dose of glucophage, when the pt tested on her daughter's meter, her testing frequency, her medication and diabetes management regimens, and if the pt made any changes to the regimens because to the alleged issue. In addition, it would have been helpful to know when the reported result was obtained, and what actions the pt took before and after developing the symptom of sweating. The pt replaced the meter's battery, but this did not resolve the alleged power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter would not power on. There is insufficient info to determine if the meter issue contributed to the pt's symptoms suggestive of hypoglycemia. It is not clear as to when the symptoms developed in relation to when the meter issue started.